Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and associated implantable cardioverter defibrillator (ICD) exhibited low, out-of-range pacing impedance measurements of less than 200 ohms. A red alert was issued in the patient's remote monitoring system for this measurement. It was noted that this lead had exhibited low pacing impedance measurements with the patient's previous device in 2008. Upon review of the current stored episodes, it was noted that many non-sustained vt episodes had been recorded due to noise. The noise was oversensed, but did not result in inhibited pacing or inappropriate shock therapy. No adverse patient effects were reported.

Manufacturer narrative:
The field representative provided the final resolution to this case. After troubleshooting, the device was reprogrammed to monitor+therapy. No changes were made to the device or lead, and the physician planned to continue to monitor the system for the impedance measurements, noise, and oversensing. The device and lead remain in service.

Manufacturer narrative:
It was previously noted that the impedance issue on this lead would be monitored, and the lead remained in use when the patient's device was replaced in 2011. The physician responding to the red alert discussed troubleshooting options with a boston scientific technical services consultant. It was planned to bring the patient in to further evaluate this lead. As of today, available information indicates the device and lead remain in service. This report will be updated if additional information is received.

Manufacturer narrative:
Boston scientific received additional information that the patient was seen in the clinic and the ICD was intentionally reprogrammed with tachycardia therapy off. Additional information was requested to learn how the physician plans to proceed with this case. This report will be updated when additional information is received.